Event description:
My dermatologist applied levulan to my face and neck area for 2 hours, then I received the blu-u light therapy for about 16 minutes. My face and neck were severely sunburnt immediately after (and probably during) the treatment. My healthcare provider was aware that I was also taking doxycycline 20mg bid at the time. I believe (as a pharmacist) that there needs to be an actual contraindication for this therapy for people on known photosensitizing medications.